Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification: the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that the biopsy valve to their defendo single use valve kit leaked and sprayed water onto user facility personnel. No report of injury.

Manufacturer narrative:
The devices subject of the event were not available for evaluation. Without the return and evaluation of the devices, the cause of the reported event cannot be determined. The user facility was unable to provide the lot number for the defendo disposable biopsy valve; therefore, a review of the device history record could not be performed. Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.